Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 25 mg/dl. Prior to the event, the customer was asleep and could not be awoken. Troubleshooting was performed, and the insulin pump was not programmed correctly. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.